Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l for evaluation. The visual inspection revealed the lens optic was torn (presumably to remove the iol from the eye); however, the dimensional analysis showed the lens was within specifications. Root cause: according to the surgeon, the root cause of the reported event was related to the patient's preexisting condition of pseudoexfoliation syndrome, which predisposed the event.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During surgery, the capsular bag tore and required intervention to remove and replace the iol with an anterior chamber lens. The physician believes the patient's preexisting pseudoexfoliation syndrome predisposed the patient. Reference MDR #2031924-2009-00227.